Event description:
Arthritis: the patient has received intraarticular injection from time to time for diagnosis of osteoarthrosis of both knees from 1994. In 2001, the patient received the injection (artz dispo + 1% xylocaine) into the right knee 1 time in january, 2 times in february, 1 time in july. 1 time in september and 2 times in october. As pain of the right knee was aggravated later in october, the patient came to the hospital. Synovial fluid puncture was conducted and the clinical course was observed, but the symptom was not mitigated (the synovial fluid was yellow transparent, and the result of culture was negative [-]). Nov 2001, the patient was admitted to the hospital. A high inflammatory reaction was observed from blood test. Arthroscopy later in november, 2001 showed synovial membrane proliferation, and synovectomy was conducted. Although treatment was continued thereafter, contracture of the right knee remained. In dec 2001, the patient was discharged and the clinical course was observed thereafter until the inflammatory reaction turned negative. In jan 2002, the patient was readimitted to the hospital and a week later right total knee replacement was conducted.